Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device could not be fired normally. The procedure was completed with another device. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The first instrument was received partially applied with six clips remaining. The second instrument was received partially applied with fourteen clips remaining. No visual abnormalities were observed with the instruments. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formations were achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. If information is provided in the future, a supplemental report will be issued.